Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his sensors have been giving him calibration errors. The customer states the device was going into threshold suspend. The customer states that his blood glucose was 141mg/dl and his sensor reading was 48mg/dl. The customer's blood glucose at the time of incident was 244mg/dl. Troubleshooting was conducted. It was found that the blood glucose and sensor readings were within the acceptable difference range. The customer is being sent out a replacement sensor. Nothing is being returned at this time.